Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic compared to itself. On (B)(6) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 06:30pm. The patient reported blood glucose results of "212mg/dl and 36mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results were outside the expected value of <= 20%. The patient reported she manages her diabetes with an insulin pump. The patient stated that a few minutes after the start of the product issue, she suspended the pump, and took another blood glucose result of "197mg/dl" as a response to the product issue. The patient confirmed that no symptoms developed as a result of the product issue. The patient reported that she received no treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms that meet the criteria for a serious injury suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, the malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.